Manufacturer narrative:
The dispatched service engineer could narrow down the root cause for the problem to a worn motor and replaced it. The device passed all tests after the repair exchange and is back in use w/o further problems. The manufacturer has evaluated the log file and found entries which are in relation to the reported ventilator failure: several instances of two different error codes can be found in the log indicating speed deviations and finally a stalling of the motor. During operation, the measured motor speed is being compared continuously to the calculated one. Wear-and-tear deterioration of the motor parts will lead to variations in speed which may cause an indifferent ventilator piston position. Since such state may result in serious equipment damages the workstation is designed to shut down automatic ventilation and to alert the user to this condition by means of a corresponding alarm. Manual ventilation remains possible in that case. The particular device has been in operation for approx. 10 years. The motor is designed for a lifetime of 10 years at standard operating conditions which the respective unit has lasted. Dräger finally concludes that the device responded as designed upon the malfunction of a wear-and-tear component. Reportedly, no patient consequences have occurred.

Event description:
Dräger has received an unspecific information from the user facility that the workstation would not deliver tidal volumes to the patient. There was no injury reported.